Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced recurrent low blood glucose while using the ilet pump, with a documented value of 66 mg/dl and treatment consisting of oral glucose and administration of intranasal glucagon; vomiting occurred, and the user¿s representative indicated similar episodes since pump initiation. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed insufficient information regarding a device problem and no device component implicated, with no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.